Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced resistance and was stuck in the distal part of the phenom 27 microcatheter, and the distal tip of the catheter fractured while trying to deploy the pipeline. The physician released the load/slack in the system, but this did not resolve the issue. A continuous flush had been administered. The patient did not experience any injury. Angiographic results post procedure showed the operation was successful. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for a ruptured aneurysm located in the a1 segment. The patient's vessel tortuosity was moderate. It was noted that the device was being used off label as it was not in the ica.